Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized yesterday for a high blood glucose of 500 mg/dl. The customer felt nauseous as a result of the hyperglycemia. She was treated via manual insulin injection and her blood glucose decreased. Troubleshooting was declined for the high blood glucose. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.